Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they have been experiencing high blood glucose (bg) levels for the last 4-5 days and had to seek medical attention due to not being able to keep their bg levels down. The patient stated that the reason that they were having this issue is due to the "pump" not working and not administering insulin. No more information was able to be obtained at the time.